Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer's meter and test strips were requested for investigation. The customer returned the meter and 2 test strips where they were tested using retention controls and one retention test strip. Testing results (qc range = 2.5 - 3.7 inr): returned strips: qc 1: 2.9 inr, qc 2: 3.0 inr. Retention strip: qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer reported receiving qc error on the test prior to the result. The qc error indicates the strip failed the internal quality control and is unusable. Receiving qc error does not influence results as the strip is unusable and does not product a result. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to his friend's coaguchek meter. The customer initially complained of a qc error on the meter and then mentioned the discrepant results. The customer tested on his meter with a result of 1.7 inr at 5:11 a.m. The customer tested on his friend's coaguchek meter using his friend's test strips at 10:00 a.m. With a result of 2.4 inr. The customer used a different finger for each meter test. The customer thought the result of 2.4 inr was correct. He reported both results to his doctor. His warfarin dose was not changed. No treatment was necessary. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred.